Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the "oxygen not available" alarm occurred. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and was unable to duplicate or confirm the reported problem during operational and functional testing. It was determined that no repairs for this issue would be needed as a result. However, during operation checking, the ventilator produced the "proximal pressure sensor autozero failed" diagnostic code. The service technician replaced the solenoid valve 3 and 4. The "proximal pressure sensor autozero failed" diagnostic code was cleared. The ventilator was calibrated successfully and passed all required testing.